Event description:
It was reported the patient presented to the clinic as he had been "passing out that day." Interrogation of the device revealed an electrical reset had occurred during the patient's last carelink transmission due to a flipped bit in an unused memory location in the device. The device was successfully reset and reprogrammed. No further patient complications were reported as a result of this event. The device remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.